Manufacturer narrative:
Upon receipt of med-watch report from FDA - MFR contacted user facility to inquire of reported event. Verbally confirmed from user facility risk management department personnel that "no injury to pt was reported by the doctor." Also confirmed that the device would be available for MFR assessment in approx 2-4 weeks. As of the date of this report, the device is reportedly going to be returned for MFR eval but, has not been received. Based on this, the subject device has not be evaluated by the MFR. If subject device is made available to mfg, a follow-up med-watch report will be filed with any eval results. Review of MFR complaint handling system database confirms this is the first report of this nature for this device (k3-2398). Device has been in commercial distribution since 12/1994. Examination of a representative sample found no abnormalities that could cause to product failure during intended use and handling scenarios.